Event description:
On (B)(6) 2013, the patient had two 6 x 80mm study stents placed in the left distal sfa (lot #s c909543) and was discharged from the hospital the same day. On (B)(6) 2013, the patient had an ultrasound of the study leg and it revealed patency proximal to, within, and distal to the study lesion. On (B)(6) 2014, the patient had an ultrasound of the study lesion and it revealed patency proximal and distal to the study lesion, but a 50-99% stenosis within the study lesion. On (B)(6) 2014, the patient had the twelve month follow-up x-ray of the study leg and it revealed evidence of a distal type iii fracture of study stent #2. No additional clinical sequelae or adverse events have been reported in relation to the fracture.

Manufacturer narrative:
PMA/510(k)#: p100022 and s001. (B)(4). This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for stent fracture, regardless of the patient outcome. Ziv6-35-125-6-80-ptx device involved in this complaint was not available for evaluation (the stent remains implanted in the patient). With the information provided a document based investigation was carried out. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Images were provided to support the complaint investigation. These images were reviewed and the following comments in relation to stent fracture were provided by the independent reviewer. "Findings: the patient returned for fluoroscopy of the stented segment (B)(6) 2014 concurrent with the ultrasound that reportedly documented severe in-stent stenosis. A complete transverse fracture through the superior zilver stent distal end at the adductor canal was elegantly shown to occur at the inferior end of a z-shaped deformity that developed with the knee flexed. The fracture was not associated with thrombus or neointimal hyperplasia. Impression: the type 3 stent fracture was without complication. The fracture was secondary to kinking at the adductor canal with knee flexion..." Based on the images provided, the customer complaint can be confirmed as stent fracture type iii has been identified. According to comments provided by the independent reviewer, stent fracture resulted from kinking at the adductor canal with knee flexion. It may be noted that according to instruction for use, stent strut fracture is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to information provided, no intervention against the stent fracture was conducted and image review confirmed no complication. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.